Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose. The blood glucose count was not recorded. The customer was offered trouble shooting but the customer declined. The customer complained that the low blood glucose was with a finger stick. No further information was provided.